Manufacturer narrative:
The customer reported that this zm transmitter is draining the battery. Technical support (ts) informed the customer that they can send in the unit to be repaired or exchange. The customer will reach out once they decide how to move forward. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information. Attempt # 2: (B)(6) 2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information. Attempt # 3: (B)(6) 2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information.

Event description:
The customer reported that this zm transmitter is draining the battery. There was no patient injury reported.

Event description:
The customer reported that this zm transmitter is draining the battery. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this zm transmitter is draining the battery. Technical support (ts) informed the customer that they can send in the unit to be repaired or exchange. The customer will reach out once they decide how to move forward. There was no patient injury reported. Investigation summary: the device was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/17/2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information. Attempt # 2: 10/23/2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information. Attempt # 3: 10/27/2025 I called carlos to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carlos to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.